Event description:
An angio-seal device was deployed on october 13, 1999. Subsequent internal bleeding was noted which required surgical intervention and repair. The angio-seal device was explanted in 1999. Pt is reportedly in satisfactory condition.